Manufacturer narrative:
D4 - expiration date. H4 - device manufacture date. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through the submitted computed tomography angiography (cta) images. Additionally, review of the submitted log files did not confirm the reported low flow alarms. A specific cause for the alarms could not be conclusively determined through this evaluation. A direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be established through this evaluation. The account submitted cta images for review. An outflow graft obstruction and/or twist could not be confirmed via the submitted scans. The controller event log file contained events from 18jul2024. No low flow hazard alarms were observed. Of note, several pulsatility index (pi) events were captured within a short period of time, which would have overwritten older events per design. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 4 of the IFU also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pi. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 4 of the IFU also states that the system controller can store 256 events. When the memory is full, the oldest events are deleted as new ones are saved. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting", outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in clinic with progressive heart failure and new onset of low flow alarms. Computed tomography (CT) angiography results from 18july2024 showed concerns for external outflow graft obstruction (eogo) with a potential twist. Log files were submitted for review and captured pulsatility index (pi) events for several hours, no low flow alarms were noted in the log files history.